Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Concomitant product: mini humeral tray standard thickness +0 mm taper offset 40 mm diameter cat: 110031399 lot: 65118459. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported the patient underwent a shoulder procedure. Subsequently, the patient was revised due to noise on (B)(6) 2022. During revision, the poly was seen to be disassociated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h10 visual examination of the returned product identified a reverse shoulder mini humeral tray (lot 65118459) and a reverse shoulder poly bearing were returned. As returned, the humeral tray shows damage in the form of burnishing on the rim near the etch detail. The poly bearing shows damage throughout the backside features and on the rim above the spherical diameter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse-type glenohumeral arthroplasty has been performed and the implants are anatomically aligned. However, there is apparent metal-on-metal contact of the glenosphere and humeral implant with superior displacement of the polyethylene spacer. No fracture is identified. Bone quality is mildly osteopenic. Visual examination of the provided pictures identified the item and lot numbers for the tray are verified. The tray and bearing are not attached and biological debris is present on both parts in the provided picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.